Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's battery was rapidly depleting. Customer's blood glucose level was in the 200's mg/dl. Multiple attempts were made by tandem technical support to follow up with customer; all unsuccessful.